Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the core micro drill was able to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.